Event description:
It was reported that during a laparoscopic nephrectomy procedure, the jaws of the device was not opening, but still firing clips. There was no consequences to the pt.

Manufacturer narrative:
Evaluation summary: the instrument was tested for functionality and it fired three staples conforming then it stops as there was a clip stuck on the jaws. The instrument was disassembled and no anomalies were found on the device. A batch record review was performed and no anomalies were found during the manufacturing process.